Manufacturer narrative:
Device evaluation: the device evaluation of the 01x zso-7-7 device of lot c2086167 could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Manufacturing records: prior to distribution zso-7-7 are subjected to a visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-7 of lot number c2086167 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: upon review of complaints this failure mode has occurred previously with this lot c2029164. (B)(4) has same lot number and incorrect wire guide of size 0.025-inch was used. Instructions for use and/label: as per the instructions for use, ifu0045 which informs the user about the precautions ¿select the cook stent introducer system (if not included) in the appropriate french size.¿ and the notes ¿this device is intended for single use only. Attempts to reprocess, resterilize, and/or reuse may lead to device failure and/or transmission of disease.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035-inch wire guide for use with this device and all simulated use testing to date has been completed using a 0.035-inch wire guide. As per information stated a 0.025-inch wire guide was used. CAPA 387756 has been initiated from complaints related to use error and a 0.025-inch wire guide being used in practice. Corrective action/correction: CAPA pr387756 addresses any necessary corrective actions as a result of this failure mode. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no adverse effects to the patient were noted in the study. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 09-jan-2025.

Event description:
Description of event: pigtail of zso-7-7 was bent during preparation. The nurse could not get a wire guide (visiglide 2 0.025" straight) pass. So she used a new zso-7-7. Guide wire was not replaced. Patient outcome: did any section of the device remain inside the patient body? No did the patient require any additional procedures due to this occurrence? No did the product cause or contribute to the need for additional procedure(s)? No were there any adverse effects on the patient due to this occurrence? No did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.